Event description:
The patient was initially treated for an abdominal aortic aneurysm (aaa) with implant of an afx bifurcated stent graft and a proximal suprarenal aortic extension. Approximately nine and a half (9.5) years post initial procedure, the patient presented with type iiia and ia endoleaks. The patient is reportedly in stable condition. Originally the physician planned to re-intervene, however additional angiograms indicated the patient's anatomy could not be easily treated by endovascular means. In addition, the aneurysm sac has not grown substantially in comparison to previous CT (computed tomography) scans. Therefore, the physician has elected to rescan patient and further evaluate at a later time. The patient will continue to be monitored.

Manufacturer narrative:
The devices involved in this event will not be returned for evaluation and remain implanted in the patient. Patient medical records and imaging studies will be requested for further evaluation by a clinical specialist. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. Device iteration is afx with strata. H3 other text : devices remain implanted.

Event description:
The patient was initially treated for an abdominal aortic aneurysm (aaa) with implant of an afx bifurcated stent graft and a proximal suprarenal aortic extension. Approximately nine and a half (9.5) years post initial procedure, the patient presented with type iiia and ia endoleaks. The patient is reportedly in stable condition. Originally the physician planned to re-intervene, however additional angiograms indicated the patient's anatomy could not be easily treated by endovascular means. In addition, the aneurysm sac has not grown substantially in comparison to previous CT (computed tomography) scans. Therefore, the physician has elected to rescan patient and further evaluate at a later time. The patient will continue to be monitored. Additional information: clinical assessment identified a crown separation (of the proximal extension) also occurred.

Manufacturer narrative:
The reported adverse event/incident was investigated in alignment with endologix operating procedures and work instructions. Where possible, it is endologix practice to make at least three good faith efforts to retrieve a reported adverse event/incident related device as well as medical records and medical imaging. An evaluation of the manufacturing record was completed. A review of the part number/lot number combination needed for device identification shows the device to have been properly manufactured and released in accordance with the device master record. The review confirms there were no manufacturing or processing non-conformities identified that would contribute to the reported adverse event/incident. An evaluation of the device could not be completed. The device was not returned to endologix for evaluation because it remains implanted. A clinical evaluation of the adverse event/incident was completed. An examination of medical records and/or medical imaging received by endologix shows the reported afx, type ia endoleak and type iiia endoleak are confirmed. This is consistent with the reported adverse event/incident. The clinical evaluation also shows reasonable evidence to suggest crown separation of the proximal extension occurred that was not in the event as reported. This finding was discovered during an examination of the CT (computed tomography) scan dated 30 january 2023. Procedure-related harms, device, user, procedure, or anatomy relatedness of this event could not be determined with the medical records available for review. It was noted that there was concomitant thoracic and abdominal aneurysm, which is a cautionary product use condition. The final patient status was reported as being monitored. No additional investigation of this reported adverse event/incident is planned. However, should additional information relevant to the investigation outcome become available, a follow-up report will be submitted. Endologix will continue to monitor this and similar adverse events/incidents. Device iteration is afx with strata. Corrections: b5 describe event or problem. G3 awareness date. H6 medical device problem codes; remove 4065. H6 investigation finding codes; remove 3233. H6 investigation conclusion codes; remove 11.